Manufacturer narrative:
(B)(4). This complaint for a connection issue with the transfer set could not be confirmed and a root cause was not identified because there was no sample returned to baxter for evaluation. The lot number is unknown; therefore, a batch review could not be performed.

Event description:
A customer contacted baxter's technical service center reporting a connection issue with a transfer set during peritoneal dialysis. The caregiver (cg) wanted to end therapy on the home choice (hc) during drain 1 of 4 because the home patient (hp)'s transfer set and patient line had become separated and they needed to start over with all new supplies. The technical service representative (tsr) assisted the cg to end therapy on the hc for the hp. There was patient involvement. No patient injury or medical intervention was reported.